Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 31-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required), 5 years after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 32 year-old female patient who had essure inserted (lot no. C06519) for female sterilisation. The patient had a medical history of surgery (cholecystectomy 2011 essure tubal ligation 2014 stress test exercise (B)(6) 2019 wisdom tooth extraction), abdominal pain, papanicolaou smear abnormal (abnormal papanicolaou smear of cervix 2016 ascus, thr hpv), trauma, narcotic abuse, postpartum depression, arrhythmia, alcohol abuse, right bundle branch block, uterovaginal prolapse, dysmenorrhea, vaginal discharge, menorrhagia, menarche (at age of 12), obesity, parity 2 and multi gravida. Previously administered products included: mirena for contraception. Past adverse reactions to the above products included: iud expelled with mirena. The patient had a family history of hypertension, diabetes, uterine cancer and asperger's syndrome. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1720 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted hysterectomy vaginal with bilateralsalpingectomy and left oophrectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted insertiondate of drug updated to (B)(6) 2014 discrepancy noted removal date of drug updated to (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.872 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: examination: hysterosalpingogram. Clinical history: essure confirmation test. Findings: the inserts are in satisfactory location within the fallopian tube with the inner coils completely within the fallopian tubes and the proximal ends of the inner coils are less than 3 cm from the uterine cornua. Tubal occlusion is confirmed at the cornua. Impression: the inserts are in satisfactory location and there is satisfactory tubal occlusion at the cornua. [Pregnancy test] (date unknown): negative. [Ultrasound pelvis] on (B)(6) 2014: limited endovaginal ultrasonography was used prior to placement prn. To delineate the endocervical canal, and post placement to confirm proper iud position.; on (B)(6) 2016: history: pelvic pain. Findings: along the lateral margins of the uterine fundus bordering the endometrium there are echogenic foci bilaterally near the expected location of the cornual segment of the uterus which could reflect patient's given history of contraceptive device placement. Note that this is nonspecific and not fully assessed by ultrasound. Impression: 1.there is an up to 1.2 cm hypoechoic structure within the anterior myometrium that is suggestive of a leiomyoma. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Medical history & lab data added .reporter information added .lot number added .indication added . Non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 32 year-old female patient who had essure inserted (lot no. C06519) for female sterilisation. The patient had a medical history of surgery (cholecystectomy 2011 essure tubal ligation 2014 stress test exercise on (B)(6) 2019 wisdom tooth extraction), abdominal pain, papanicolaou smear abnormal (abnormal papanicolaou smear of cervix 2016 ascus, thr hpv), trauma, narcotic abuse, postpartum depression, arrhythmia, alcohol abuse, right bundle branch block, uterovaginal prolapse, dysmenorrhea, vaginal discharge, menorrhagia, menarche (at age of 12), obesity, parity 2 and multi gravida. Previously administered products included: mirena for contraception. Past adverse reactions to the above products included: iud expelled with mirena. The patient had a family history of hypertension, diabetes, uterine cancer and asperger's syndrome. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1720 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted hysterectomy vaginal with bilateralsalpingectomy and left oophrectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted insertion date of drug updated to (B)(6) 2014 from (B)(6) 2014 discrepancy noted removal date of drug updated to (B)(6) 2019 from (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.872 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: examination: hysterosalpingogram clinical history: essure confirmation test. Findings: the inserts are in satisfactory location within the fallopian tube with the inner coils completely within the fallopian tubes and the proximal ends of the inner coils are less than 3 cm from the uterine cornua. Tubal occlusion is confirmed at the cornua. Impression: the inserts are in satisfactory location and there is satisfactory tubal occlusion at the cornua. [Pregnancy test] (date unknown): negative [ultrasound pelvis] on (B)(6) 2014: limited endovaginal ultrasonography was used prior to placement prn. To delineate the endocervical canal, and post placement to confirm proper iud position.; on (B)(6) 2016: history: pelvic pain findings: along the lateral margins of the uterine fundus bordering the endometrium there are echogenic foci bilaterally near the expected location of the cornual segment of the uterus which could reflect patient's given history of contraceptive device placement. Note that this is nonspecific and not fully assessed by ultrasound. Impression: 1 there is an up to 1.2 cm hypoechoic structure within the anterior myometrium that is suggestive of a leiomyoma. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.